Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. This report is 1 of 2 MDR's filed for the same patient (reference 3002806535-2016-00686 & 00687). Device location unknown.

Event description:
Patient reported undergoing a right knee revision procedure approximately 4 years post-implantation allegedly due to pain, unspecified skin reactions, swelling of extremities, knees, feet and groin, and yellow nail syndrome. The patient further reported that competitor components were used during the revision procedure. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.